Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the top of the case (non valox) is in an excellent condition. Customers reported issue was duplicated during syringe tests. The root cause of the reported issue was determined to have been a loose screw on barrel clamp head. Actions taken to mitigate the reported issue: replaced barrel clamp head screw, also replaced tapered spring for preventive measure. Performed syringe test and all functional tests which passed. Report source is unknown. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that device is not detecting the syringe. No patient injury reported.